Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that 6 weeks prior to contacting lfs the patient obtained a result on the subject meter which he felt was inaccurately high, however could not specify the result obtained. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and stated that he administered an insulin dose based on the results obtained on the subject meter. The patient reported that 15 minutes after the alleged issue occurred, he developed symptoms of "face went white, dizziness, sweating and almost lost consciousness", tested on the subject meter which gave a result of "63mg/dl" and self-treated by consuming two spoons of glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient reported symptoms that meet lfs criteria of a serious hyperglycemic event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.